Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced pain at the insertion site and decided to remove the sensor. The patient¿s mother alleged that a broken portion of the needle or sensor wire may have remained in the skin. The patient developed redness, hard skin, a pustule, and inflammation at the needle puncture site. On (B)(6) 2024, the patient went to the emergency room due to the redness and inflammation spread beyond the sensor insertion site. He had an x-ray and an ultrasound which showed no evidence that a sensor wire or a portion of the needle was retained under the skin. The ultrasound also confirmed there was no abscess at the insertion site. The patient was diagnosed with cellulitis and was discharged home on the same day with a prescription oral antibiotic medication (cefalexin 500 mg, four times per day for 7 days). At the time of the report the patient still had redness and inflammation at the insertion site, but he was doing well. No additional event or patient information is available.